Event description:
The customer's parent called and reported a button on the insulin pump was not working and no delivery alarms had been received in the past. The customer's blood glucose value was not known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.